Manufacturer narrative:
Product event summary: the delivery system was returned and analyzed. And no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the leadless implantable pulse generator (ipg) system, flushing of the delivery catheter was attempted after connecting a syringe to the flush port and performing aspiration, however, blood from the tip could not be aspirated, and air kept being aspirating from the tether. The physician determined that the delivery catheter could not be flushed. A different leadless implantable pulse generator (ipg) system was used to complete the procedure. No patient complications have been reported as a result of this event.